Manufacturer narrative:
Evaluation summary: one bci monitor was received for investigation. This was the first time the unit had been in for service. Upon inspection, the device would not start or power up, confirming the customer's reported issue. After internal monitor inspection, it was found that the keypad had come out of the connector and was laying loose inside. The keypad was reconnected and the monitor responded when the on/off button was pressed. The keypad disconnection is consistent with unit being impacted from a drop. Based on the investigation evidence, the root cause was determined to be user interface.

Event description:
Information was received that a smiths medical bci capnocheck ii capnograph monitor would not power on. No adverse effects were reported.